Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This device could not be interrogated. It was confirmed that critical therapy remained available while this device was implanted. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was removed and forwarded for detailed testing. The battery was found to have a depleted cell; however, the root cause of the battery issue could not be confirmed.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Subsequently, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory dump review was not able to be performed. This could be due to a bad battery or some other hardware fault. The memory is corrupted or missing, which will prevent the usual memory dump tools from operating. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device had non-depleted functional cell with no battery-related failure determined.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.